Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 286 mg/dl. The customer reported that they had received the repeated insulin flow block after trying different infusion sets, reservoirs, changing site locations. The customer stated that they had tried all the remedies. The customer was advised the insulin pump will need to be replaced. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.